Event description:
A zoll pt service rep (psr) contacted zoll customer support to report that a (B)(6) female pt's charger/modem was getting faults and alarming. The pt was issued a replacement charger/modem.

Manufacturer narrative:
Device eval summary: device eval of charger sn (B)(4) has been completed. The reported problem (battery charger problem) was confirmed. Upon investigation, the charger was unable to charge a battery. The inability to charge was isolated to an internally shorted q1 (current controlling transistor) on the bedside board. The root cause of the shorted q1 was unable to be positively identified. No adverse event resulted from the defective component. The pt was issued a replacement charger/modem.